Event description:
Event description guidant received information from a patient family memeber that the patinet with this pacing system, which includes this pacemaker and this lead, died 2.5 months post-implant. No specifics regarding the cause of death were provided.